Manufacturer narrative:
Both levels of controls were performed and passed within the previous 24 hours. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable high glucose result from an accu-chek inform ii meter. At 4:45 pm, the result from meter serial number (B)(4) was 502 mg/dl. At 4:48 pm, the result from meter serial number (B)(4) was 288 mg/dl. The customer stated the patient was given insulin for the low result.

Manufacturer narrative:
The customer returned 1 vial containing 2 test strips for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. All testing with the returned strips produced acceptable results and no strip defects were observed. Medwatch fields d10 and h3 have been updated.